Event description:
The customer stated that they had questionable ion selective electrode (ise) sodium results for a total of four patient samples tested on a c501 analyzer. Of the four samples, three had erroneous ise sodium results that were reported outside of the laboratory. The customer stated that the issue started late on (B)(6) 2016 when the customer performed maintenance, calibrated, and ran controls. They received errors related to the ise sodium test. The customer then changed the ise reagents and recalibrated. Controls were within range after performing these actions. No further errors occurred, so they ran patient samples. Results for two patient samples tested on (B)(6) 2016 were questioned and the samples were repeated. Both samples had results that had to be corrected. Of these two samples, the customer provided data for one patient sample that had an erroneous result that was reported outside of the laboratory. The first sample initially resulted as 157 mmol/l and this value was reported outside of the laboratory. The physician questioned the result, so they repeated the sample on a different cobas 6000 analyzer in the laboratory. The repeat result was 141 mmol/l. The repeat result was believed to be correct and a corrected report was issued. The customer stated they encountered further issues on (B)(6) 2016 where ise sodium results were high for both patients and quality controls. On that morning, the customer changed all electrodes and ise solutions, primed the solutions, and ran patient samples to in order to activate the ise electrodes. The customer performed an ise check and this passed. The customer also noted that ise tubing had been changed recently. Controls were within range that morning. The customer then stated that they noticed that patient samples were running high and that repeated controls were running high as well. The customer provided data for two additional patient samples (samples 2 and 3) that had erroneous ise sodium results that were reported outside of the laboratory on (B)(6) 2016. The second sample, from a (B)(6) year old female patient, initially resulted as 155 mmol/l and this value was reported outside of the laboratory. The sample was repeated on a different cobas 6000 analyzer in the laboratory, resulting as 139 mmol/l. The repeat result was believed to be correct and a corrected report was issued. The third sample, from a (B)(6) year old female patient, initially resulted as 155 mmol/l and this value was reported outside of the laboratory. The sample was repeated on a different cobas 6000 analyzer in the laboratory, resulting as 144 mmol/l. The repeat result was believed to be correct and a corrected report was issued. The patients were not adversely affected. The ise sodium electrode lot number and expiration date were asked for, but not provided. The field service representative determined that there was a clogged elbow joint at the vacuum tank causing not enough vacuum to be applied to the rinse nozzles. He cleared out the elbow joint at the vacuum pump. He ran mechanism checks, ise checks, and ran precision studies. Precision was within guidelines. The customer ran calibrations and controls; all controls were within customer specifications.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. It was determined that the centrifugation time of the affected samples was too short. The root cause may be related to flow path related issues, mis-sampling due to pre-analytic sample handling, or contamination due to a rinse unit working improperly. Investigations state that the actions performed by the service representative can be seen as reasonable for a scenario involving a rinse unit that is not working properly.